Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been having trouble charging their implanted neurostimulator for the last 2-3 months. Patient said they had trouble locating the implanted neurostimulator to charge. The patient got an rm03 error message and the recharger and controller got very hot when the patient attempted to charge the implanted device. Patient had batteries empty: recharge the controller message on the call and could not advance beyond that message. During the call, patient reset the controller and the error message was removed. Patient then unlocked their controller and got no device found. An email was sent to the repair department to replace the recharger.